Event description:
Elderly male with history of multivessel coronary artery disease and abnormal stress test with suspected aortic stenosis. Underwent coronary artery bypass graft x 4 with aortic valve replacement. During procedure, one of the cor-knot devices did not release the suture after firing. The suture needed to be cut and a new stitch had to be placed. No known harm to the patient.